Event description:
It was reported that when stimulation is turned on, the patient had stimulation in the wrong location. When on group b, the patient feels stimulation in her 'belly.' When on group a, program 1 she felt stimulation in the belly with 0.0 volts, program 2 felt stimulation in the left buttock, thigh and some down the leg at 2.9 volts, and program 3 mostly felt in buttock and some in lower back at 3.8 volts. The patient stated that yesterday she had programs 1, 2, and 3 under group b and it changed this morning, as she was using 'program' b yesterday. It was also reported that the patient was being treated for lyme's disease and was trying to do water aerobics; however, her left leg kept getting weaker and weaker and she had experienced some falls in the past months, but no falls within the last day or two. Subsequent information received reported that the patient had an appointment with her physician set for (B)(6) 2012 at 8:45 a.m. And that the manufacturer representative was going to meet with her at that time. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated that the patient had their "leads removed and replaced with a surgical lead." It was stated the cause of the event was unknown and that the patient had her symptoms before moving. Reportedly the patient is "doing well" as of the day of report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).